Manufacturer narrative:
Concomitant medical products: 407652, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was quick rise to elevated threshold in right ventricular (rv) lead and left ventricular (lv) lead. The physician noted the elevated threshold was secondary to deteriorating heart failure and left ventricular assist device (lvad) placement. No intervention was performed and the leads remain in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.